Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the lead had migrated. The patient underwent lead and ipg replacement procedure and was doing well postoperatively. All explanted device components were not returned as they were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 15484827 product family: scs-ipg-r upn: scs-ipg-r model: sc-1110-02 serial: (B)(6). Batch: 15774114